Event description:
It was reported that during a procedure at the user facility the bur fell out of the core impaction drill. The procedure was completed successfully without a clinically significant delay. No adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The failure for not retaining a bur was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the engineer confirmed the driveshaft was affected by debris, fibers and corrosion.

Event description:
It was reported that during a procedure at the user facility the bur fell out of the core impaction drill. The procedure was completed successfully without a clinically significant delay. No adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.